Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting blood glucose levels up to hi on the meter remote (over 600 mg/dl) with ketones, nausea/vomiting, increased thirst and urination, headaches, irritability, and tiredness. The reporter indicated that over the weekend the patient experienced difficulty keeping blood glucose levels up above 55 mg/dl. The reporter indicated that sunday night into monday the patient began having high blood glucose levels. A review of the pump indicated that the pump appeared to be delivering insulin appropriately. The review was unable to determine why there were no boluses in the history for a 14 hour range from 12 pm sunday through 2 am on monday morning. This report is made based on the indication that the patient experienced hyperglycemia associated with a 14 hour gap of bolus deliveries that could not be confirmed by the reporter.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the meter/remote was not returned with the pump for testing. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump bolus history for (B)(6) 2013 showed boluses: at 02:10 1.25 units, 10:15 1.60 units, 10:38 1.80 units, 16:38 1.95 units, and at 18:25 4.45 units. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. No delivery related defects were found during testing.